Event description:
It was reported that an artificial urinary sphincter was removed on (B)(6) 2018 due to unspecified reason. A new artificial urinary sphincter system with a 4.0cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.